Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient orders and data was not crossing to the pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the patient order and data was not interfacing. The technical support specialist confirmed with the customer that the issue was resolved. The customer stated that the issue was fixed by the hospital information technology team. The system functioned as intended after the hospital information technology team resolved the issue.